Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced an infusion set cannula dislodged event on (B)(6) 2025. Event occurred after 3 or more hours of insertion. Infusion set was used for 1-3 days. The insertion site was the abdomen. Blood glucose level was displayed high at the time of the event. Therefore, patient changed the set and resumed insulin. Patient was found positive for small ketones level. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.